Event description:
It was reported that the handpiece heated up during testing. There were no user injuries or adverse consequences.

Manufacturer narrative:
Internal components were evaluated and extensive corrosion was discovered throughout the drill. The presence of corrosion can lead to increased load current within the device, resulting in heat generation.